Manufacturer narrative:
The cobas 5800 serial number was (B)(6). A review of the provided data shows multiple patient samples tested between (B)(6) 2026, which generated results within the expected range for the assay. The results generated for these samples indicate the assay is working as expected. Multiple sample ids were listed in the provided dataset; clarification related to initial and repeat results was requested but not provided. The customer used pearl cap tubes with separator gel. The samples were centrifuged at 2500 revolutions per minute (rpm) for 20 minutes, and the plasma remained in the primary tubes. The samples were not transferred to secondary tubes. The samples were stored frozen in the primary tubes. A continuous workflow where samples are transferred to secondary tubes immediately after centrifugation, not freezing primary tubes (which can lyse the white blood cells, introducing proviral dna into the sample), and not storing draws in the primary tube, is the ideal workflow. The root cause of the event is consistent with amplification of pro-viral dna due to sample handling and workflow. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable cobas® hiv-1 (192t) results from the cobas 5800 analyzer for multiple patients. The customer reported an abnormal increase in hiv viral load (viral loads > lod) compared to 2025 data. Specifically, viral loads were in the range of 200/300 cp/ml, but some results indicated differences of over 1000 cp/ml in patients undergoing treatment, with values higher than expected. Retests of the same samples revealed conflicting results: in some cases, the high viral load was confirmed, while in others, it decreased.